Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a glitch/error with the reading on the monitor of the station saying that fridge was out of range and read, write error appeared for the auxiliary pocket b6 in drawer 1.1. The field service engineer performed troubleshooting to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator was not detected and stuck on 58.8 degrees temperature. The customer added that tis malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.